Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log files contained approximately 18 days of data combined ( on (B)(6) 2023 ¿ (B)(6) 2024 per the timestamps). The log files captured intermittent low voltage hazard and no external power alarms from (B)(6) 2023 at 17:13:53 to (B)(6) 2024 at 05:09:15 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products were exchanged. It was stated that it was not known if there were any environmental circumstances that would have affected ac power at the time of the event, or if the mpu ac power cord became loose from the back of the unit or the wall outlet. It was also stated that it was not known if the mpu has a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured a no external power event on 31dec2023 at 17:13:53, the cause of which could not be determined, the log files also captured a low power hazard event on 31dec2023 at 23:05:46 that was due to normal battery depletion. Finally, the log file captured low power hazard / no external power events on 9jan2024 between 17:31:16 and 17:31:38 due to the mobile power unit (mpu) ac power cord coming loose at the ac wall outlet or house power disruption. The patient did not lose power to their home when these events were captured. It was later reported that the patient noted they were in a usual state of health when the ventricular assist device (vad) alarmed, and all lights turned red for over a minute. Log files were submitted for review and captured more no external power and low power hazard alarms on 13jan2024, 16jan2024, and 17jan2024 due to the mpu ac power cord coming loose at the wall outlet or a house power disruption. Additionally, there were 2 power cable disconnect events on 19jan2024 at 4:56 when the patient switched from battery power to the mpu.